Event description:
It was reported that this pacemaker and right atrial (ra) lead had observations of noise that was oversensed causing inappropriate mode switches, which was able to be reproduced with arm movements. It was also reported that there were out of range high impedances greater than 3000 ohms. A chest x-ray was performed and showed good lead position. The lead was explanted and replaced, and device remains in-service. It was noted that there was a lead to header connection issue that was likely the cause. Device follow-up for this patient was increased as a result. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had observations of noise that was oversensed causing inappropriate mode switches, which was able to be reproduced with arm movements. It was also reported that there were out of range high impedances greater than 3000 ohms. A chest x-ray was performed and showed good lead position. The lead was explanted and replaced, and device remains in-service. It was noted that there was a lead to header connection issue that was likely the cause. Device follow-up for this patient was increased as a result. No additional adverse patient effects were reported. Additional information was received indicating that this device and associated leads were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had observations of noise that was oversensed causing inappropriate mode switches, which was able to be reproduced with arm movements. It was also reported that there were out of range high impedances greater than 3000 ohms. A chest x-ray was performed and showed good lead position. The lead was explanted and replaced, and device remains in-service. It was noted that there was a lead to header connection issue that was likely the cause. Device follow-up for this patient was increased as a result. No additional adverse patient effects were reported. Additional information was received indicating that this device and associated leads were explanted and replaced. No adverse patient effects were reported. Additional information was received indicating that this device was explanted due to normal battery depletion. No adverse patient effects were reported. The device is not expected to be returned.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had observations of noise that was oversensed causing inappropriate mode switches, which was able to be reproduced with arm movements. It was also reported that there were out of range high impedances greater than 3000 ohms. A chest x-ray was performed and showed good lead position. The lead was explanted and replaced, and device remains in-service. It was noted that there was a lead to header connection issue that was likely the cause. Device follow-up for this patient was increased as a result. No additional adverse patient effects were reported. Additional information was received indicating that this device and associated leads were explanted and replaced. No adverse patient effects were reported. Additional information was received indicating that this device was explanted due to normal battery depletion. No adverse patient effects were reported. The device is not expected to be returned.